Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# b0116449k, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 3,3 mg/day via an implantable pump. It was reported that the patient came in for a catheter dye study following complaint of increasing pain. Compared volumes were always within normal range at refill. The surgeon could withdraw very little volume from the catheter but decided to push normal saline solution after evaluating that she would receive a bolus of approximately 1 mg of dilaudid; the surgeon knew that this was not recommended. The dye study was performed, and a priming bolus was done at the end. The implanted catheter volume was 0,155 ml, and the priming bolus was 0,216 ml. All priming bolus calculations and programming were performed correctly. 75 minutes later, the patient started vomiting. The surgeon asked that the patient be kept under close surveillance, and the patient stopped breathing one hour later. It was noted that overdosage occurred. Naloxone was given intramuscularly (im), and a perfusion of naloxone was installed 5 mg/500 cc normal saline (ns) at 10 cc/hre. The pump was programmed to minimum rate. Perfusion was stopped on (B)(6) 2021. The patient was confused and unable to speak. The cause of the inability to completely aspirate the catheter was not determined. The patients overdose symptoms were caused by the surgeon pushing dye through without fully aspirating the contents of the catheter. There were no environmental, external or patient factors that might have led or contributed to the event. Surgical intervention did not occur and was not planned. No [further] diagnostics/troubleshooting were performed. The patients other medications included hydromorph contin 3 mg (2 times daily), cymbalta 90 mg/day, and many other unspecified medications, including anti coagulants. The patients medical history included hypertension, cholesterol, diabetes type ii, auricular fibrilation, chronic renal insufficiency, and osteoporosis. It was further reported that as of 2021-mar-30, the patient was doing very well; they were not confused anymore, and they were speaking normally. They did not give the patient any of their usual medication for pain for 3 days. The patients usual medication was intrathecal hydromorphone (oral and intrathecal), cymbalta, lyrica, and elavil. The physician restarted the patients medication slowly, and the patient recovered fast.